Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material coming out of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, the root cause was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.